Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: we are having issues with 24-guage needles when hitting the safety/retraction button. It's not always retracting. I do not have a date of the event and there we no issues with any patients.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
The complaint of retraction issues was confirmed, and the cause appeared to be manufacturing related. One photograph and twenty-four representative 24g insyte autoguard bc units from lot 4276449 were provided for investigation. A functional test revealed that the retraction time of some units exceeded the specification limit. The appropriate manufacturing personnel were notified of this complaint. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.